Event description:
The manufacturer was notified of the following publication involving a perceval s sutureless aortic heart valve: hypo-attenuated leaflet thickening and reduced leaflet motion after the implantation of the perceval s sutureless bioprosthesis. The paper reports the following case study. A (B)(6) year-old woman with dyspnea was diagnosed with severe triple-vessel coronary artery disease and moderate aortic stenosis (aortic valve area 1.2 cm2). The patient presented with a reduced left ventricular ejection fraction (lvef) of 43%. The patient¿s comorbidities included hypertension, dyslipidemia, diabetes mellitus and interstitial pneumonia, which had been medically managed. The society of thoracic surgeons predicted risk of mortality score was 9.5%. The patient had no history of clotting abnormalities or thrombosis and a regular preoperative blood examination showed the patient had normal coagulation and fibrinolytic capacity. The patient underwent quintuple coronary artery bypass grafting and sutureless avr with a perceval s bioprosthesis, size m (livanova plc, london, UK), and had an uneventful postoperative course. The antithrombotic protocol comprised of aspirin (l00 mg/day) and warfarin with a prothrombin international normalized ratio (pt-inr) between 2.0 and 2.5. Postoperative echocardiography on day #4 revealed an lvef of 36%, a normal functioning perceval valve, and a mean pg of 10 mmhg with no paravalvular leakage. As the postoperative recovery was slow with persistent pleural effusion, follow-up echocardiography was conducted on day #17, and revealed an increased mean pg of 19 mmhg and a worsening lvef of 26%. Cardiac computed tomography (CT) was subsequently performed, which showed thrombus formation that affected two leaflets. Pharmacotherapy for thrombus resolution was initiated with systemic heparinization (activated partial thromboplastin time 50¿80 s), in addition to continuing warfarin for 3 weeks. Follow-up CT and echocardiography showed complete resolution of halt, mean pg of 8 mmhg, and lvef of up to 36%. The patient did not show any neurological symptoms after surgery and was uneventfully discharged home on day #55.

Manufacturer narrative:
Additional information gathered from the site indicated the following: the event was thought to be related to the patient¿s unique blood coagulation ability, as all four bypass graft were also clogged. No other information was provided about the treatment provided to correct the mal-positioning, if tilting was resolved, if there any other consequences/impact/ treatment for the patient, nor if there was any medical judgment provided on the suspected cause leading to the events (halt/thrombosis and tilting/pvl). However the site did not consider this case to be a product complaint. As such, no further investigation is warranted and the case will be deemed closed at this time.

Event description:
Additional information gathered from the site indicated the following: the event was thought to be related to the patient¿s unique blood coagulation ability, as all four bypass graft were also clogged. No other information was provided about the treatment provided to correct the mal positioning, if tilting was resolved, if there any other consequences/impact/ treatment for the patient, nor if there was any medical judgment provided on the suspected cause leading to the events (halt/thrombosis and tilting/pvl). However the site did not consider this case to be a product complaint.

Manufacturer narrative:
The manufacturer received additional information on this event including the device serial number. A review of the device history records is currently being performed and an update will be provided upon completion. Since the device remains implanted, no further investigation can be performed.

Event description:
Per additional information received, it was reported that at follow up (pod 17), mild pvl was observed. CT showed halt and slightly tilted valve low at ncc. All saphenous vein grafts (except for lita) were also occluded. The halt and pvl resolved at 6 month follow up. The device was not explanted and there is no plan for re-intervention. The remainder of the information previously submitted remains unchanged.

Manufacturer narrative:
The manufacturing and material records for the perceval heart valve, model #icv1209 , s/n # (B)(6), as they pertain to the reported event, were retrieved and reviewed by quality engineering at livanova canada corp. The results confirmed that this valve satisfied all material, visual, and performance standards required for a (model #icv1209) perceval heart valve at the time of manufacture and release.